Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor connected to the dexcom app but failed to pair with the ilet, resulting in cgm signal loss and an elevated blood glucose of 343 mg/dl; troubleshooting included restarting the bluetooth and sensor, after which the ilet resumed receiving readings, indicating an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included hyperglycemia with associated polydipsia and chills/diaphoresis. Outcomes included no health consequences or lasting impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet that was consistent with intermittent communication failure related to device antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.